Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt105 adult breathing circuit was did not pass the ventilator leak test during set-up and air was found leaking from the water trap. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt105 adult breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation, where it was pressure tested. Results: pressure testing revealed that the circuit was out of specification. The water bath test revealed that the leak was through the connection between the lid and bowl of the water trap. Conclusion: we are unable to determine the cause of the reported event. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt105 adult breathing circuit state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Manufacturer narrative:
Ps341771. The complaint device rt105 adult breathing circuit is currently en route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt105 adult breathing circuit was did not pass the ventilator leak test during set-up and air was found leaking from the water trap. There was no patient involvement.